Manufacturer narrative:
Based on the claim against the product by the customer noting, non-recoverable error 307. An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse was able to reproduce the issue and replaced the universal surgical manipulator (usm). The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis (fa). The usm was analyzed, and fa was able to confirm, and replicate error 319. But 307 and 40084 were confirmed, via error logs/system logs. Additionally, during the psc fixture test platform (pftp) test, the check all board failed. And fa noticed, that the fiber readings on the rolling loop were low and the power readings were trending down. The rolling loop fiber cable was swapped out with a new one. And the errors no longer occurred. The original rolling loop fiber cable was reinstalled, and the errors returned. The unit went through more testing with a new rolling loop fiber cable on a pftp and passed direction tests, lissajous, chipencoder virtual absolute (cva) characterization, sensors check, sine cycle, friction test, carriage friction test, brake release test, brake hold test, advanced brake test, carriage strength test, and carriage switches test. The rolling loop assembly will be replaced as a fix to the reported problem. The complaint regarding non-recoverable error 307 was confirmed. Based on failure analysis, which indicates that the device did contribute to the customer reported issue. Root cause of the non-recoverable fault is attributed to a component failure. This complaint is considered a reportable event, due to the following conclusion: a universal surgical manipulator was disabled after the start of the procedure. And the surgeon was able to continue with the procedure robotically using remaining arms. While there was no harm or injury to the patient. The reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.

Event description:
It was reported, that during a da vinci-assisted benign hysterectomy surgical procedure. The customer contacted the intuitive surgical, inc. (Isi) technical support engineer (tse), that they encountered a non-recoverable error on arm 2. The tse advised the arm could be disabled. And recover the fault to use the system to support a 3 arm procedure or attempt to clear the error by power cycling the system. The surgeon opted to disable arm 2. Once the arm was disabled, the procedure was resumed with arms 1, 3, & 4. Arm 2 was undocked and moved from the field. The procedure was completing was planned with no reported injury. Isi followed up with the initial reporter and obtained the following additional information: the nurse stated, the cases started as a 4 arm system. And they disabled arm 2 to proceed with 3 arm system. The case was completed with only 3 arms and no harm to the patient.